Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve vl14b was broken. The fse replaced the pinch valve, which repaired the reported issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was not switching over from cleaner to diluent during startup. The customer stated that the backwash tank and pumps pm2 and pm3 were blue. The customer did not report any leaks or error messages from the instrument at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.